Event description:
An extended wear lens pt reported inserting a new pr of lenses, which were worn comfortably & continuously for 2 days. Pt. Awoke during night with left eye throbbing & contacted ecp later that morning after removing lens. Referred to corneal specialist, who diagnosed & treated a central corneal ulcer. Event resolving. Advised dry eye condition may be contributing factor. Takes diuretic daily & reports increasing dose without medical consultation. Medical info. Received july 16 as follows: early of the month: dx central ulcer, cornea injected, epithelial staining, no anterior chamber reaction. Uncorrected va 20/30, os. Initial tx vigamox q1h x 2d, then q3h. The next day: improvement noted, punctate staining, cont. Meds. July 3: feels better, achy at end of day. Improved, cornea quiet, punctate stain. Vigamox q2h today, add tobradex tomorrow q8h, dilated eye for comfort, punctal occlusion reviewed. Four days later: diffuse punctate stain, some stromal haze. Vigamox q2h x 2d, then qid, d/c tobradex. Two days later: decreased stromal haze. Vigamox q1h, then q2h x 2d, rewetting drops. A week later: event resolved, opacity noted, bcva 20/20. Resume wear 2 week planned replacement lenses w/clear care lens care solution.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious central corneal ulcer." The contraindications (reasons not to use) section of the package insert specifically states: do not use lotrafilcon a contact lenses when the following exists: insufficiency of lacrimal secretion (dry eye) that interferes with contact lens wear. The device history records & sterility records have been reviewed by manufacturing and found to be in compliance.